Event description:
It was reported while using bd vacutainer® serum blood collection tubes a tube broke resulting in blood leakage. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter address: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for broken tube was observed. Ten (10) retention samples from bd inventory were evaluated by functional testing and the issue of tube embrittlement was not observed. Additionally, thirty (30) retention samples were visually examined, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of broken tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes a tube broke resulting in blood leakage. There was no health impact or consequences reported.